Event description:
The manufacturer became aware of an allegation from an end user, while using the everflo the board found burnt at fan to board connector. There is no allegation of patient harm, serious injury, or medical intervention. The device was returned to the manufacturer for evaluation. During evaluation of the device, the manufacturer visually inspected the device and found the board burnt at fan to board input connector and confirmed customer's complaint. Power cord was replaced due to damaged connectors, sieve beds were replaced due to low o2 level, main board was replaced due to burn/ damage and not working, fan was replaced due to burn damaged on fan unit, compressor was replaced due to damaged connectors, inlet filter was replaced due to preventive maintenance and whisper cap was replaced. In addition, o2 level was 94.5% and device testing was completed and passed.